Manufacturer narrative:
UDI: (B)(4). Manufacture date: august 10, 2016 ¿ august 11, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from a large volume folfusor during priming with 5fu. This was identified prior to use. There was no patient involvement. No additional information is available.